Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using a vitros trop I es reagent on a vitros 5600 integrated system. Vitros trop I es result: 4.28 ng/ml vs expected < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside the laboratory, and a corrected report was later submitted. There was no allegation of patient harm occurring as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result for a single patient sample was obtained using a vitros trop I es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, an unexpected reagent issue could not be ruled out as possible contributing factors. The investigation found no evidence of a malfunction with the vitros 5600 analyzer.